Manufacturer narrative:
Exact date unknown, event occurred 3 months ago. Explant date: (B)(6) 2020.

Event description:
It was reported that the patient was not getting adequate pain relief. The patient underwent an ipg explant procedure and will not be returned. No further information has been obtained despite good faith efforts.